Event description:
It was reported the patient developed a compression ulcer due to his confirmed sitting for 12 hours or more per day. The patient had been seen a couple weeks ago by his healthcare provider (hcp). The patient was in his hcp's office the date of this report for a check of his ulcer and it was noted the patient's implantable neurostimulator (ins) was visible though the ulcer. The hcp scheduled the patient for device removal. Additional information received reported the lead remained implanted and capped. The physician planned to re-implant in the future. It was noted the patient tested positive for infection. The patient was reported to be "fine."

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).